Event description:
It was reported that this insertable cardiac monitor (icm) device came out from the original implant location. The patient stated that their icm device was explanted and that no new icm device had been implanted at the time. The patient added they were currently working with their clinic and physician to determine if a new icm device will be implanted in the future. No additional adverse patient effects were reported. This icm device has not been returned for analysis. Attempts to gather additional information were unsuccessful, due diligence has been completed.